Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for chronic low back pain and spinal pain. It was reported that the night prior to the call, the patient noticed a replace patient programmer batteries screen. The patient was instructed how to change the batteries, and that action resulted in the patient being able to turn therapy on. There were no patient symptoms reported and the issue resolved. Additional information received reported the patient is still having concerns with their device or therapy. They met with their manufacturer representative or health care provider (hcp) on (B)(6) 2014 but since then has not sought further help. It was reported that the patient was seen by a manufacturer representative and the patient noted that their concerns were taken care of over the phone. The patient had a large weight loss and was feeling some discomfort in the battery pocket. Additional information received from a healthcare professional indicated the patient had not been seen since (B)(6) 2014. The patient had lost a significant amount of weight and with the weight loss, their pain went away. They were no longer using their device and mentioned no discomfort, or therapy/device issues. The patient wished to have their device removed because they were not using it anymore. The explant date was set for (B)(6) 2015. Additional information received from an hcp indicated that the patient experienced pain before the ins was implanted as well as after it was removed, and the patient was not controlling their diabetes. The battery was painful for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.